Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the date of event. The correct date of event is (B)(6) 2021. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. B.3: date of event. The correct event date is (B)(6) 2021.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Additional information]: the healthcare professional reported that the 79-year-old female patient with a history of cerebral aneurysm at two sites with previous middle cerebral artery (mca) clipping and an anterior communicating artery (acom) coiling underwent a third procedure to treat a cerebral aneurysm on (B)(6) 2021. The procedure employed the use of the 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (201d / w3725-01). The pulserider device was used as per the instructions for use (IFU) and the procedure was completed without any problem. The patient had a follow-up during subsequent hospitalization period and the patient experienced a partial hemiplegia due to a cerebral infarction that occurred after the procedure. It was reported that the symptoms were not serious, and symptoms are improving with subsequent treatment; the patient was due to be discharged, but the duration of the hospitalization was prolonged. Potential factors that may have contributed or caused the cerebral infarction are 1) partial damage to the inner wall of the blood vessel by a guiding catheter. It took the physician a long time to navigate the guide catheter up; 2) it is possible that a thrombus may have resulted from the placement of the pulserider t device or due to coil placement. Per the physician, the degree of seriousness of the adverse event is not serious, because the clinical symptom was partial hemiplegia. There is no obvious causal relationship between the adverse event and the complaint device, however, in the physician¿s opinion, the direct causal relationship with the complaint device cannot be ruled out; it is unknown what device may have resulted in the reported adverse event. On 01 february 2021, additional information was provided. The information indicated that the patient has a history of hyperlipidaemia, hypertension, diabetes mellitus, smoking, increased tortuosity of cerebral blood vessels. Prior to undergoing the current (third) procedure to treat the cerebral aneurysm on (B)(6) , the patient was prescribed the following dual antiplatelet therapy (dapt) on (B)(6) 2020 and thereafter: clopidogrel 75 mg/day and aspirin 100 mg/day. On (B)(6) 2020, the patient underwent the recoiling procedure of the acom aneurysm. On (B)(6) 2021, the day before undergoing the current procedure, with verify now, the dose of aspirin was increased to 300 mg/day only for the day out of concern about the weak effect of aspirin. On 07 january and 08 january, immediately after the procedure, the patient received continuous administration of novastan for 48 hours and radicut was also administered. Right hemiparesis and aphasic were confirmed on awakening from anesthesia on (B)(6) 2021. However, no remarkable infarction was found on magnetic resonance imaging (MRI). Postoperative day (pod) 1, the patient recovered from aphasia. Paralysis on the right side of the body was remitted (at this time, a new finding of infarction on the left side of the brain is seen for the first time). Pod 4 to 5, only clumsiness of the right hand remained but was reported to be resolving; hospitalization and rehabilitation were started. The patient was discharged on (B)(6) 2021. After discharge, the patient visited kobari-sogo hospital nearby. In addition, the patient is scheduled for regular follow-up for the lesion at (B)(6). The patient¿s planned treatment is as following: continuous dapt (clopidogrel 75 mg/day and aspirin 100 mg/day) will be provided because it was judged to be non-serious based on the clinical symptoms of partial hemiplegia. The physician commented that the relationship with the pulserider device cannot be ruled out, however, since the infarction also occurred at the time of the acom aneurysm recoiling on (B)(6) 2020, it is considered that the specific possibility was a result of slightly strong friction on the aorta, the common carotid artery and the internal carotid artery. Both surgeries used the simmons guiding catheter. On 01 march 2021, additional information was received. The procedure was a pulserider-assisted coil embolization of a middle cerebral artery (mca) aneurysm. The patient had right hemiplegia and was aphasic upon awakening from anesthesia on (B)(6) 2021. The patient¿s hospitalization was prolonged by 15 days; she was discharged to a rehabilitation center on (B)(6) 2021. The information also indicated that the cerebral infarction occurred at the time of the acom coil embolization on (B)(6) 2020. Neurological sequelae, including stroke, are known potential complications associated with stent-assisted coil embolization procedures and are listed in the pulserider instructions for use (IFU) as such. With the amount of information available, it is not possible to draw a conclusion between the device and the reported event. However, there are patient, procedural, and pharmacological factors that may have contributed to the cerebral infarction rather than the design or manufacture of the device. There is no evidence to suggest a device malfunction or quality issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that the (B)(6) year-old female patient with a history of cerebral aneurysm at two sites with previous middle cerebral artery (mca) clipping and an anterior communicating artery (acom) coiling underwent a third procedure to treat a cerebral aneurysm on (B)(6) 2021. The procedure employed the use of the 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (201d / w3725-01). The pulserider device was used as per the instructions for use (IFU) and the procedure was completed without any problem. The patient had a follow-up during subsequent hospitalization period and the patient experienced a partial hemiplegia due to a cerebral infarction that occurred after the procedure. It was reported that the symptoms were not serious, and symptoms are improving with subsequent treatment; the patient was due to be discharged, but the duration of the hospitalization was prolonged. Potential factors that may have contributed or caused the cerebral infarction are 1) partial damage to the inner wall of the blood vessel by a guiding catheter. It took the physician a long time to navigate the guide catheter up; 2) it is possible that a thrombus may have resulted from the placement of the pulserider t device or due to coil placement. Per the physician, the degree of seriousness of the adverse event is not serious, because the clinical symptom was partial hemiplegia. There is no obvious causal relationship between the adverse event and the complaint device, however, in the physician¿s opinion, the direct causal relationship with the complaint device cannot be ruled out; it is unknown what device may have resulted in the reported adverse event. On 01 february 2021, additional information was provided. The information indicated that the patient has a history of hyperlipidaemia, hypertension, diabetes mellitus, smoking, increased tortuosity of cerebral blood vessels. Prior to undergoing the current (third) procedure to treat the cerebral aneurysm on (B)(6), the patient was prescribed the following dual antiplatelet therapy (dapt) on (B)(6) 2020 and thereafter: clopidogrel 75 mg/day and aspirin 100 mg/day. On (B)(6) 2020, the patient underwent the recoiling procedure of the acom aneurysm. On (B)(6) 2021, the day before undergoing the current procedure, with verifynow, the dose of aspirin was increased to 300 mg/day only for the day out of concern about the weak effect of aspirin. On (B)(6), immediately after the procedure, the patient received continuous administration of novastan for 48 hours and radicut was also administered. Right hemiparesis and aphasic were confirmed on awakening from anesthesia on (B)(6) 2021. However, no remarkable infarction was found on magnetic resonance imaging (MRI). Postoperative day (pod) 1, the patient recovered from aphasia. Paralysis on the right side of the body was remitted (at this time, a new finding of infarction on the left side of the brain is seen for the first time). Pod 4 to 5, only clumsiness of the right hand remained but was reported to be resolving; hospitalization and rehabilitation were started. The patient was discharged on (B)(6) 2021. After discharge, the patient visited (B)(6) hospital nearby. In addition, the patient is scheduled for regular follow-up for the lesion at (B)(6) medical university. The patient¿s planned treatment is as following: continuous dapt (clopidogrel 75 mg/day and aspirin 100 mg/day) will be provided because it was judged to be non-serious based on the clinical symptoms of partial hemiplegia. The physician commented that the relationship with the pulserider device cannot be ruled out, however, since the infarction also occurred at the time of the acom aneurysm recoiling on (B)(6) 2020, it is considered that the specific possibility was a result of slightly strong friction on the aorta, the common carotid artery and the internal carotid artery. Both surgeries used the simmons guiding catheter. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w3725-01) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Neurological deficits, including stroke are known potential complications associated with stent-assisted coil embolization procedures. With the amount of information available, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical and procedural factors, including aneurysm/vessel characteristics, anatomical challenges, device selection, device interaction, and operator technique, that may have contributed to the event rather than the design or manufacture of the device. Since the relationship of the device to reported event cannot be excluded and the event required prolongation of existing hospitalization, the event meets MDR reporting criteria. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6) year-old female patient with a history of cerebral aneurysm at two sites with previous middle cerebral artery (mca) clipping and an anterior communicating artery (acom) coiling underwent a third procedure to treat a cerebral aneurysm on (B)(6) 2021. The procedure employed the use of the 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (201d / w3725-01). The pulserider device was used as per the instructions for use (IFU) and the procedure was completed without any problem. The patient had a follow-up during subsequent hospitalization period and the patient experienced a partial hemiplegia due to a cerebral infarction that occurred after the procedure. It was reported that the symptoms were not serious, and symptoms are improving with subsequent treatment; the patient was due to be discharged, but the duration of the hospitalization was prolonged. Potential factors that may have contributed or caused the cerebral infarction are 1) partial damage to the inner wall of the blood vessel by a guiding catheter. It took the physician a long time to navigate the guide catheter up; 2) it is possible that a thrombus may have resulted from the placement of the pulserider t device or due to coil placement. Per the physician, the degree of seriousness of the adverse event is not serious, because the clinical symptom was partial hemiplegia. There is no obvious causal relationship between the adverse event and the complaint device, however, in the physician¿s opinion, the direct causal relationship with the complaint device cannot be ruled out; it is unknown what device may have resulted in the reported adverse event. On 01 february 2021, additional information was provided. The information indicated that the patient has a history of hyperlipidaemia, hypertension, diabetes mellitus, smoking, increased tortuosity of cerebral blood vessels. Prior to undergoing the current (third) procedure to treat the cerebral aneurysm on (B)(6), the patient was prescribed the following dual antiplatelet therapy (dapt) on (B)(6) 2020 and thereafter: clopidogrel 75 mg/day and aspirin 100 mg/day. On (B)(6) 2020, the patient underwent the recoiling procedure of the acom aneurysm. On (B)(6) 2021, the day before undergoing the current procedure, with verifynow, the dose of aspirin was increased to 300 mg/day only for the day out of concern about the weak effect of aspirin. On (B)(6), immediately after the procedure, the patient received continuous administration of novastan for 48 hours and radicut was also administered. Right hemiparesis and aphasic were confirmed on awakening from anesthesia on (B)(6) 2021. However, no remarkable infarction was found on magnetic resonance imaging (MRI). Postoperative day (pod) 1, the patient recovered from aphasia. Paralysis on the right side of the body was remitted (at this time, a new finding of infarction on the left side of the brain is seen for the first time). Pod 4 to 5, only clumsiness of the right hand remained but was reported to be resolving; hospitalization and rehabilitation were started. The patient was discharged on (B)(6) 2021. After discharge, the patient visited (B)(6) hospital nearby. In addition, the patient is scheduled for regular follow-up for the lesion at (B)(6) medical university. The patient¿s planned treatment is as following: continuous dapt (clopidogrel 75 mg/day and aspirin 100 mg/day) will be provided because it was judged to be non-serious based on the clinical symptoms of partial hemiplegia. The physician commented that the relationship with the pulserider device cannot be ruled out, however, since the infarction also occurred at the time of the acom aneurysm recoiling on (B)(6) 2020, it is considered that the specific possibility was a result of slightly strong friction on the aorta, the common carotid artery and the internal carotid artery. Both surgeries used the simmons guiding catheter.